Event description:
It was reported that the customer was transported via ambulance to the emergency room (ER) due to blood glucose (bg) level of 437 mg/dl and a small level of ketones. Cause of elevated bg level was unknown. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.